Event description:
It was reported that the patient presented to the ER after receiving inappropriate high voltage therapy due to oversensing of p-waves on the ventricular channel. A decrease in ventricular sensing amplitude was also noted. Lead dislodgement due to twiddlers syndrome was confirmed via x-ray. The lead was capped and replaced. The patients condition was good after the event, with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.